Event description:
It was reported that during an attempted implant, it was noted that it was not possible to connect the right ventricular (rv) lead into the header of the device. The wrench was rotated clockwise, however there was no sound detected. It was noted that the thread seemed to not fit with the setscrew. The device was removed and replaced successfully. The existing rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).